Event description:
It was reported that during a ptca / stenting treatment procedure the nc ranger balloon ruptured at 12 atm's. The number of inflations performed is unk. The nc ranger balloon was being used to post-diate a radius stent. No pt injuries or complications were reported.